Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a powerpicc solo catheter was returned for evaluation. An initial visual observation of the video showed a powerpicc solo catheter inserted in a patient with a leak in the extension leg tubing. The leak was observed to be located slightly distal to the distal tip of the luer hub. Due to the quality of the returned video, details of the damage at the leak site could not be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient had the catheter inserted on (B)(6) 2026. On march 31, 2026, during use, a rupture and fluid leakage were discovered near the connector of the extension tube; the catheter has been removed. No further information was provided.